Manufacturer narrative:
A review of the device history record was performed and no issues or discrepancies were found. The DHR showed that this device met all required specifications upon its release. Upon receipt of the stent system for investigation, the microdelivery catheter's proximal outer shaft was noted to be severely stretched just distal to the strain relief. Due to the severity of the stretching, the proximal outer shaft was separated but the inner braided tubings were still intact. The microdelivery catheter's proximal, mid and distal shafts were kinked and compressed at several places along their length. The distal shaft was compressed immediately distal and proximal to the stent's location. There was a small amount of blood in the microdelivery catheter's proximal hub. The stent was not returned. From the condition of the microdelivery catheter, it appeared that the stabilizer was pushed with excessive force, which caused the microdelivery catheter to stretch and separate. The damages sustained to microdelivery catheter are known to adversely affect the functional performance of the stent system. All dimensions which could be measured on the microdelivery catheter with the exception of the damages listed above were found to be within specification. The coil pusher was examined and was found to be conforming to its visual and dimensional specifications. Based on the reported info and device analysis, the cause of this complaint was determined to be unusually high friction between the stabilizer, microcatheter, and/or stent in the system. The root cause of high friction during deployment could not be conclusively determined. Though, possible causes identified are: highly tortuous anatomy; inadequate flush; mfg defects in stent loading. There is also no indication of misuse, user error or mishandling of the device which may have caused or contributed to the reported event. Info provided by the user facility, however, does state that the pt's anatomy was tortuous and that friction and resistance were encountered when trying to deploy the stent. Also, from the observed condition of the microdelivery catheter, it appeared that the stabilizer was likely advanced with excessive force in order to attempt to deploy the stent. Based on these findings, it is likely that the observed damages to the returned device occurred as a result of excessive tortuosity proximal to the stent, reducing the efficiency of force transmission from the stabilizer to the stent. As this cause is considered anatomical in nature, the root cause has been determined to be due to operational context.

Event description:
The physician was attempting to place a stent into a fairly tortuous right internal carotid artery (ica) to treat an "apthomic" aneurysm when the physician noticed the stabilizer would not advance forward. The physician applied pressure but the stabilizer would not push the stent through the stent system so he removed the stabilizer and guidewire. The physician utilized a .016 coil-pusher and was able to successfully deploy the stent. Upon investigating the stent system after deployment, it was noticed that the hub of the stent system, microcatheter and stabilizer were separated and stretched from the guide catheter. The pt is reported to be fine with no complications.